Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The supplied 40cc inflation driveline tubing was noted connected to the iabc short driveline tubing. The iabc bladder was fully unwrapped. The cathgard was noted disconnected from the hemostasis cuff. The cathgard was reconnected to the hemostasis cuff without any difficulty; no loose connection was noted. A kink to the iabc outer lumen/central lumen was noted at approximately 72.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were in-tact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" low light, "re" ratio metric error and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 1.8cm from the iabc distal tip. The full length of the fiber was con-firmed present with no other notable breaks. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The pumping was initiated. The pump triggered the "high pressure (1)" alarm within 15 seconds of the pumping being initiated. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 72.5cm from the iabc distal tip, which is the location of the previously noted kink. Some blood noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 9.7cm from the iabc luer, which is the location of the previously noted kink. Some blood noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iab failed to fully unwrap" is confirmed. A kink to the outer lumen was noted during the visual inspection of the returned iab catheter. During the functional test, the pump triggered the "high pressure" alarm. The kinked outer lumen can restrict the helium pathway, which can result in the incomplete bladder inflation and can trigger the high-pressure alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked outer lumen. The root cause of the kinked outer lumen is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "iab failed to fully unwrap." Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine."

Event description:
It was reported "iab failed to fully unwrap". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).